Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During set up for a cardiopulmonary bypass procedure, it was reported that one of the roller pumps did not rotate. There was no reported adverse consequence to a pt as a result of this event.